Event description:
It was reported that the right atrial (ra) lead had dislodged. In a routine follow-up, the lead had loss of capture. The dislodgement was confirmed with x-ray imaging. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.